Event description:
The end user reported that he has a skin irritation around the stoma which included bleeding and constant burning.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that he feels that there may be leaking around the stoma which may be the cause of the constant burning. He reports that he has never sought medical attention. He stated that he has used the stomahesive powder which helps, but then the irritation comes back. He stated that he gets relief when he irrigates. It was recommended that the end user use a different wafer and he was instructed on how to crust the area. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).